Manufacturer narrative:
The device was returned for evaluation. The customer's complaint of dark image issue was not confirmed. However, slice and kinks were found on cable. Based on the results of the investigation, for the dark image issue, it was confirmed that there was no problem with the device. For the slice in the cable, the most probable cause traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head displayed a dark image. The issue was identified during preparation for a diagnostic hysteroscopy procedure. The procedure was completed using a similar device. There were no reports of delay or patient harm.